Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Pt was in drain five of five. Upon opening the cassette door following treatment, the pt noticed fluid leaking into the cycler. The origin of the leak could not be identified. Pt had no ill effects. Sample is available.